Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light-guide fibers glass of the distal end was slightly worn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the black screen was caused by a component failure of the uc sheath, and the glass light-guide fibers at the distal end were slightly worn, which was also due to a component failure in the distal end of the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: there were no reports of patient involvement.

Event description:
It was reported that the subject device had a black screen. The event occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.